Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with vancomycin (2 gram, intraperitoneal (ip), repeated on the fourth day), fortum (1 gram, ip, daily for a total of 14 days) and heparin 2 milliliters every exchange (route and duration not reported). The cause of the peritonitis was a breach in aseptic technique. It was not reported if the patient was hospitalized for the event. At the time of this report it was unknown if the patient recovered from the peritonitis event. No additional information is available.